Event description:
Facility director of emergency services reports via phone a flogard device which may have overinfused during patient infusion. The customer stated that an anibiotic (cipro manufacturer and dosage unknown) and normal saline were properly set up in a piggy back configuration. The patient is an adult male (exact age unknown). The infusion was started and the antibiotic was set to be infused over a one hour period of time. The nurse returned to check on the patient 15 to 20 minutes after the start of infusion and found that the entire bag of cipro was gone. The nurse noted that the primary bag of saline remained fairly full and that the drip chamber associated with the primary bag was also full. It was thought that perhaps the antibiotic may have backflowed into the primary bag but this could not be confirmed. Therapy was immediately discontinued. The set associated with the pump is a baxter clearlink set. Writer asked customer if set checkvalve was inverted and tapped during priming and she thought it may not have been because she was not aware of this priming step. Writer informed the customer of this priming method to activate checkvalve. The patient was not harmed during the incident and therapy was re-run at a later time using a different pump. The hospital biomed could not reproduce the condition. The device will be returned for evaluation.

Event description:
Inappropriate impedance measurement on monitoring system during procedure. The catheter was showing "high" impedence, when there should not have been "high" impedance. The catheter was replaced with a new catheter, and the issue was resolved. No injury came to the patient.

Manufacturer narrative:
The device has not yet been received for evaluation. Should the pump be received for evaluation, a follow-up report will be filed upon completion of the evaluation or if additional information becomes available.

Manufacturer narrative:
(B) (4) a baxter service technician evaluated the device. The reported condition of "over-infusion during patient use" was not confirmed. Functional and visual testing were performed and the device operated within specifications. The reported condition could not be duplicated. Additional action is not warranted at this time. The device was returned to the customer.